Event description:
It was reported the front and back case, and the battery cover/drawer are broken, and the hooks are missing on the external pulse generator. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the lower cases and battery drawer were broken. It was also noted that the ring cover, side bail covers, ring and side bails were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.